Manufacturer narrative:
Photo analysis completion: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ inflammation/irritation: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: h.6.

Event description:
Health professional reported "discomfort in the mammary gland, prolapse". Health professional later reported "there were complaints of discomfort, pain, and an inflamed lymph node. The back of the capsule was also completely inflamed". Health professional then reported "the ruptures are on both sides. There was no contracture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Health professional reported "discomfort in the mammary gland, prolapse". Health professional later reported "there were complaints of discomfort, pain, and an inflamed lymph node. The back of the capsule was also completely inflamed". Health professional then reported "the ruptures are on both sides. There was no contracture". This record is for the right side. Device was explanted.